Event description:
A male pt underwent evar on (B)(6) 2014, the devices were flushed per IFU instructions. Two devices were used during this procedure. First device used was a zenith spiral-z iliac leg graft (1820334-2014-00316). The second device used was a zenith flex main body (1820334-2014-00317). The valves on both devices leaked during use, resulting in a combined amount of 900 cc blood loss. The pt did not require transfusion. The procedure overall was successful. The devices remain inside the pt as intended. The pt did not require and add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience and adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.